Event description:
One year after my surgery, I have started to experience chronic pain in the hip area and symptoms of inflammation. When seated, it is not possible for met to support my weight equally with both sides of my body. I am also experiencing difficulties when walking and my balance is unstable. What I am most worried about is the chronic pain due to the fact that it lead me to start taking anti-inflammatory medicine once again like I used to before the surgery, which I cannot take anymore because I cannot stomach it anymore.